Event description:
It is reported that the catheter was leaking. Add'l info requested. Conservatively reported as a subq leak at this time due to lack of info.

Manufacturer narrative:
The device has been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, the mfg lot number was provided is an invalid mfg lot number.